Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer's blood glucose (bg) level was 140 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with a different usb cable. The customer's blood glucose (bg) level was 140 mg/dl. A replacement usb cable was sent to the customer.